Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill notifications were received. Reportedly, the customer believed the minimum fill notifications were a result of unspecified cartridge damage. Customer's blood glucose level was 214 mg/dl.